Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify rewind anomaly, back light anomaly and charge/battery last less than expected anomaly due to buttons not responding. Pump received with stripped battery cap(p) coin a lot.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. It was also stated that there was scratches all over and backlight was dim. The insulin pump rewind was slow and louder and battery cap was stripped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.